Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure and "device not detected on bus" error message was notified for all the cubies in the drawer. Customer tried to reboot several times but issue still persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on bus. A field service engineer powered off the station and removed the back panel, reseated the row board cables at the drawer controller boards, then restarted the device. Logged into the hardware test application and confirmed that all drawers were detected. Performed a successful functionality test and rebooted the device. Verified the repairs in the hardware test application. The system functioned as intended after the field service engineer repaired the device.